Event description:
A malfunction alarm occurred when the customer was changing the cartridge. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise.